Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was initially reported from our implant patient registry that 2 devices were used in the aortic position. Through follow-up with the health care provider, it was learned that one valve was explanted at implant. The surgeon indicated that this was a case in which there was a paravalvular leak and suture looping when the valve was first implanted. Valve was re-implanted, but used a new one as there was a concern that might have damaged the original one when he was explanting it. The surgeon indicates no malfunction of the edwards' device related to this event.

Manufacturer narrative:
Device not returned, discarded. Additional manufacturer narrative: the device history record was completed and confirms that this device passed all manufacturing and sterilization inspections. As indicated by the surgeon, this paravalvular leak was due to suture looping and not related to device malfunction. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.